Event description:
Reported via patient call center. It was reported a pericardial effusion, and other symptoms occurred. The patient reported to the watchman patient call center undergoing a 24mm watchman flx pro implantation along with a right atrial ablation on (B)(6) 2025. Following the procedure, the patient experienced a general sense of feeling unwell without a clear explanation. Approximately one (1) week later, the patient's cardiologist performed an echocardiogram which revealed a pericardial effusion. Since the procedure, the patient has experienced a high frequency of premature ventricular contractions (pvcs) and premature atrial contractions (pacs). The patient also developed eczema around her waistline and previously had blisters on both lower extremities, which have since resolved. Additionally, the patient reported suffering from over 20 migraines, persistent fatigue, muscle and joint pain, and elevated inflammatory markers, including an esr of 64 and a c-reactive protein level of 38. The patient suspects a possible nickel allergy and has scheduled an appointment with an allergist for (B)(6) 2025. The patient is currently taking 2.5mg of eliquis twice daily and has communicated her symptoms to the surgeon nurse. Her first follow-up visit, including a CT scan, is scheduled for (B)(6) 2025. A good faith effort was made to the boston scientific (bsc) senior clinical specialist. The bsc senior clinical specialist spoke to the physician who stated he was not aware of these issues and notified the office. There was no further information provided or expected from the physician.

Manufacturer narrative:
B3 date of event: aware date estimated as 05/08/2025 as the event was reported to have occurred one week after implant date of (B)(6) 2025.